Event description:
Caller reported experiencing a cgm error labeled as error 42 related to the g7sensor. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller by providing instructions for a complete pump reset, after which the error did not reappear. The caller was advised to wait 20 minutes before starting a new sensor session and acknowledged the guidance provided.